Manufacturer narrative:
Continuation of medcial devices: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 97725, serial# (B)(4), product type external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient is having an implant replacement today. The rep said the hcp confirmed that lead is in all the way, and he wasn't sure if the hcp switched the port to check. The hcp made sure the set screw is tight. The impedances were greater than 40k ohms for all contacts. The rep did not switch reference. It was then suggested using a wireless neurostimulator (wens) to test, andthe rep confirmed that all contacts are greater than 40k ohms as well. No x-ray was available. No further complications were reported. Additional information was reported that the cause of the patient's replacement was due to normal battery depletion. The cause of the high impedances was not determined. No additional actions/interventions have been taken since the patient's implant. Unknown if the issue has resolve since the impedances have not been taken again. No further information was reported.